Event description:
It was reported that after a surgical procedure, the disposable tip broke off and got stuck in the handpiece. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Part number of tip is (B)(6). The reported event, for tip breakage, was not confirmed as the tip was not returned for evaluation. Without the tip, the root cause cannot be determined. H3 other text : device not available for return.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after a surgical procedure, the disposable tip broke off and got stuck in the handpiece. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.